Event description:
Additional information provided states that no direct lead fracture was observed; however, based on the findings it was believed that the lead was fractured. The impedance was greater than 2,000 ohms when the device was in the pocket and when the device was pulled out of the pocket and the lead was straightened the impedances dropped to 750 ohms. The noise was abe to be reproduced on the pace/sense channel only with pocket manipulation near the "yoke" portion of the lead.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was admitted through the emergency room for chest pain and inappropriate shocks. Upon evaluation noise was found on the right ventricular (rv) electrogram and lead impedances were greater than 2,000 ohms. The patient underwent a revision procedure and upon opening the pocket it was revealed that the noise and impedance issue resolved when the device was pulled from the pocket. The device was put back in the pocket and the lead was manipulated. The pace/sense portion of the lead was replaced and the issue was resolved. The root cause of the noise and impedance issue is unknown whether it was related to a lead issue or a connection issue at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.